Event description:
Customer reported hospitalization due to high blood glucose. Customer has been experiencing high blood glucose for over one week. Customer is new to insulin pump therapy. Husband had to take customer to hospital. The blood glucose reading at the time of the event was 442 mg/dl. Diagnosed diabetic ketoacidosis. Hospital is treating customer with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.